Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Other devices involved in this event: heartware ventricular assist system ¿ battery / (B)(4)/ model #: 1650de / expiration date: 2017-06-30 UDI #:(B)(4) mfg date: 2016-06-30 (B)(4). Heartware ventricular assist system ¿ battery / (B)(4)/ model #: 1650de / expiration date: 2016-04-30 UDI #: (B)(4) mfg date: 2015-04-30 (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was undergoing power switching while at home. The site further noted that one of the batteries was also having a power consumption issue. The alleged battery was powering the controller for less than or equal to two hours. The devices are still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the batteries were not returned for evaluation. The log files of the controller in use during the reported event, revealed that the controller contained a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Log file analysis revealed that the batteries discharged as expected when in use. Analysis of data log files revealed one premature power switching event due to a communication error involving (B)(4). As a result, the reported "power consumption" event could not be confirmed; however, the reported power switching event was confirmed. The most likely root cause of the reported power switching event can be attributed to communication errors between the controller and batteries. Additional products: (B)(4). Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the devices have been removed from service.

Manufacturer narrative:
H10 product event summary: three (3) batteries (bat219180, bat219096, bat207008) were not returned for evaluation. The log files of the controller in use during the reported event revealed that the controller contained a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Log file analysis revealed that the batteries discharged as expected when in use. As a result, the reported "power consumption issues" event could not be confirmed. Data log files revealed multiple instances involving bat219180, bat219096, and bat207008 where the batteries¿ relative state of charge (rsoc) was between 101-201, which are indicative of communication errors. Additionally, analysis of the data log files revealed one (1) premature power switching event due to a communication error involving bat219180. Analysis of the alarm log files revealed multiple critical battery alarms due to communication errors involving bat219180, bat219096, and bat207008 within the analyzed period. As a result, the reported power switching, critical battery alarms and communication error events were confirmed. The most likely root cause of the reported premature power switching event can be attributed to a communication error between the controller and battery. The most likely root cause of the reported critical battery alarms can be attributed to communication errors between the controller and batter ies. Possible root causes of the reported communication errors can be attributed to momentary disconnections on the communication pins of the controller, the controller not receiving responses from the battery, and/or due to the packet error checking method detecting bit errors. Additional products: d4: serial #: (B)(6) h6: patient code(s): (B)(6) h6: FDA results code(s): 3213 h6: FDA conclusion code(s): 4307 d4: serial #: (B)(6) h6: patient code(s): (B)(6) h6: FDA results code(s): 3213 h6: FDA conclusion code(s): 4307 this event was assessed and is being reported as part of a retrospective review of log file data. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Log file review indicated that all three batteries also exhibited critical battery alarm(s) and two of the batteries had communication error(s).